Event description:
It was reported that the pump's alarm volume was too low. The customer's blood glucose (bg) level was 50 mg/dl. Customer addressed bg by consuming carbohydrates. Technical support provided troubleshooting instructions over the phone and determined that the pump made a faint noise. As a result, a replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.